Event description:
.

Event description:
The user discovered the valve body on the water reservoir was cracked and leaking when she removed the reservoir to be refilled. The user replaced the cracked valve body with a valve body from a replacement water reservoir. No patients were affected and no instrument operators or lab personnel were injured.

Manufacturer narrative:
The investigation determined the crack in the valve body might have been caused by syswash solution. The part has been recommended to be exchanged every 6 months on preventative maintenance. No patients or samples were affected and no injury due to the fluid was reported by the customer.